Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's device had not been working for the past 4-5 months. No symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.